Manufacturer narrative:
(B)(4). Date sent: 2/18/2021. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a blue reload on the hands of a person and the cartridge deck can be seen damaged as if it was clamped over a hard object. Based on the photo the event describe is confirmed, however, no conclusion or root cause could be determined. The hands-on-device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery after opened the packing, before used on the patient, found the reload has been damaged. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.